Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy, the device was unable to fire. The physician was unable to squeeze the handle. A new device was used to complete the case. There was no injury caused to the patient.